Event description:
On 3/19/93 an aus device was implanted. The cuff was removed, date not indicated. On 3/28/94 the pump was removed. On 7/24/96 an aus device was implanted, previous balloon was left in place. On 11/4/96 the previously implanted balloon was removed from the pt due to an abscess and infection.